Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic knee surgery the needle broke inside the scorpion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with another device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection did not identify that the scorpion¿ needle, knee inside the scorpion shaft returned. Functional testing was performed, and the knee scorpion needle was met with resistance, it was found that the cannulated shaft of the instrument returned was obstructed. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Do not resterilize or reuse the scorpion¿ suture passer needle. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur. That may inhibit proper function. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft.